Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: h4: unknown investigation summary: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: outer tube damaged, distal tip distal tip damaged, particulate, optics particulate under distal lens, optical system, optical components distal cover glass/negative damaged scratches/residue/cracked, cosmetic issue scratches/dents. Broken (2+ pieces) : device fractured, visual: deformed/bent, visual: scratched/nicked, labeling: illegible etch. Per service reports, this complaint was confirmed. The defective parts need to be replaced to resolve the issues. Based on the investigation findings, the faulty parts were identified as the root cause for the device failure during the service evaluation. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during a shoulder scope procedure, the 4k c-mnt scp,4.0,30,167, mitek device was scratched. During in-house engineering evaluation, it was determined that the optical device was broken in 2+ pieces. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.